Event description:
Pt reported that their meter/lab comparison results were 133 (ss) versus 228 mg/dl (lab), respectively (42% difference). Tests were done 2 hours apart. No symptoms were reported. Pt did not have supplies needed to do control test. Lfs rep reviewed qc procedures and discussed "side by side" meter/lab comparison. The meter was replaced. There was no allegation of harm.